Event description:
It was reported by service report that the headend side rails are stuck and won't lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Dried grease prevented spring and pin movement on siderail.